Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to verify motor error alarm, lost sensor alarm, sensor error alarm due to button keypad anomaly. Motor passed motor test. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error and the buttons were not responsive. Customer reported the sensors had alarmed sensor error alarms and lost sensor alarms. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.